Event description:
Reportedly, the instrument would not fire for the used and it was locked up. When this occurred there was a small bowel leak and the surgeon had to hand sew to complete the procedure.